Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, g2, h6.

Event description:
Patient later reported pain. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture of implant this record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported rupture of implant. Patient later reported pain. This record is for the right side. Device has been explanted and replaced.